Event description:
The lead was explanted due to dislodgement.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the analysis of the lead did not reveal any device condition that would have contributed to the dislodgement. The electrical characteristics of the lead were found to be normal. All measured data were within product specifications. Mechanical and visual analysis found the helix clogged with body fluid/tissue, preventing it from actuation. The ensuing resistance may have resulted in an over-torque condition. After destructive analysis and cleaning, the helix was found to function normally.